Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to replace the cardiac resynchronization therapy defibrillator (crt-d), the physician had difficulty loosening the setscrew to release the lead. After removing the grommet it was possible to loosen the setscrew, however the physician still had difficulty removing the lead from the connector port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.